Event description:
The bag broke during specimen removal of the surgery. The size of the specimen around 1/3 of the bag. The bag containing the specimen was extracted through the trocar port. No injury of the patient.